Event description:
Boston scientific received information that this local representative contacted boston scientific's technical service (ts) in (B)(6) 2012 to report that this patient had been presented to the electrophysiology (ep) laboratory for a scheduled implant. A model#4136 pace/sense lead was inserted, however, adequate diagnostic measurements could not be obtained. Model#4136 was removed and was replaced with a model#4480 pace/sense lead. Multiple locations were assessed and the physician settled on a location with sensing but no capture at maximum output. When connected to the device, the patient, in 3rd degree heart block, was p-wave tracking. The procedure was completed and the local representative left the hospital only to be paged a short time later and informed that the patient had coded and died.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
To date, no additional information has been received from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.